Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system - dual port was defective. The following information was provided by the initial reporter: "IV catheter dysfunction"

Event description:
Additional information from the customer received: ¿ could you please advise if there is any adverse event on patient? Yes. Patient required a second IV start because the IV set would not release. ¿ is there any medical intervention needed due to the incident? Yes. Pressure applied to first IV site that needed to be removed due to faulty IV set. ¿ could you please advise the detail of the incident? I started the IV as per usual. I withdrew the needle but was unable to disconnect the grey part from the pink part. Attempt was aborted. New IV was started.

Manufacturer narrative:
Investigation results: our quality engineer inspected the samples submitted for evaluation. Bd received two unsealed 20ga x 1.00in. Nexiva units from lot number 3087439. Unit 1 was investigated under another related complaint. Through the visual inspection of unit 2, media was observed, the needle was fully retracted and bent with the adapter still attached to the tip shield. The unit was attempted to decouple but was unsuccessful. After forcefully decoupling the device, damage to the inside of the tip shield was discovered and dry adhesive inside the tip shield and side of the adapter. The shape of the damage is known to cause deformation of the material, resulting in material being present in the path of the v-clip. This may prevent the v-clip from fully extending and allowing the tip shield to release the catheter adapter. The reported issue was confirmed and determined to be manufacturing related. During manufacturing, adhesive leaking from the dispense system may cause the adhesive to pour between the grip and tip shield which may result in a non-removable cannula. The damage inside the tip shield is likely due to misalignment while inserting the needle into the grip and tip shield. Furthermore a bent needle possibly occurred after use when trying to forcefully decouple the device. Operators perform in process sampling and testing for retraction to mitigate the risk from this type of defect. Preventative maintenance (pm's) are also performed periodically to ensure proper functioning of the equipment. A device history record review showed no non-conformances associated with this issue during the production of this batch.